Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting noise and episodes of high ventricular rate response, recorded on stored electrograms. The noise was reproducible with pocket manipulation. The patient was not pacing dependent. No interventions were made. The patient was stable and will continue to be monitored.